Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported. Additionally, a review of the complaint history did not identify any other similar incidents from the reported lot. It should be noted that the mitraclip instructions for use states that the mitraclip system is intended for reconstruction of the insufficient mitral valve. All available information was investigated, and it appears that off the use of the device on the tricuspid valve contributed to the reported physical resistance with the anatomy and device causing damage another device. The use of the device in the tricuspid valve likely contribute to the reported physical resistance with the anatomy and device causing damage another device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional mitraclip referenced is being filed under a separate medwatch report.

Event description:
This is filed to report that the clip delivery system (cds) caused damage to the implanted clip. It was reported that this was a mitraclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4-5. One clip (81115u174) was successfully implanted, reducing tr to 3. A second clip delivery system (cds 81120u188) was advanced, but because the device was being used in the tricuspid valve, there was some difficulties to achieve a good orientation and it was suspected that the cds came in contact with the previously implanted clip. The implanted clip then detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The second clip was not implanted and the cds was removed. No further clips were attempted and the tr remained at 4-5. The patient remained hospitalized because of the slda and no improvement in the tricuspid regurgitation. No additional information was provided.